Event description:
It was reported that a shaft break occurred. During preparation of a percutaneous coronary intervention (pci), two 16 x 2.75 promus premier select stents were tried but not used, due to shaft break, and stent damage was noticed. It was noted that this occurred twice with two stents and that the stents were not used during the procedure. The procedure was completed with another stent, which worked, and the patient was treated. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: promus select ous mr 16 x 2.75mm stent delivery system (sds); was returned for analysis. The following attributes were examined: stent: examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed a damaged tip. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft as well as a mid-shaft kink 34.5cm proximal to distal end of tip. Shaft polymer extrusion: the shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During preparation of a percutaneous coronary intervention (pci), two 16 x 2.75 promus premier select stents were tried but not used, due to shaft break, and stent damage was noticed. It was noted that this occurred twice with two stents and that the stents were not used during the procedure. The procedure was completed with another stent, which worked, and the patient was treated. No patient complications resulted in relation to this event.